Event description:
It was reported that shaft break occurred. The 70% stenosed target lesion was located in the mildly tortuous and moderately calcified right coronary artery. A 3.50 x 38 synergy ii drug-eluting stent was advanced but failed to advance despite multiple attempts. The device was removed intact; however, it was noticed that the mid part was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.